Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The programming changes were made. The patient was stable before, during, and after the device interrogation.